Event description:
It was reported that a user experienced hyperglycemia while using the ilet and stated that glucose ¿would not go down,¿ leading the user to administer subcutaneous insulin by pen. Symptoms included high blood glucose. Outcomes included troubleshooting and education focused on managing elevated glucose. Investigation included an attempt to contact the user for additional details. Investigation of this case revealed that the cause of hyperglycemia was unclear, and no device malfunction or component issue was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.